Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 2102) was confirmed. As received, the monitor displayed a service code 102. Upon investigation, there was contamination found on relay component k2 on the c/a board. Additionally, the r45 resistor was open. The contamination caused the open resistor. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to return a monitor and reported that it was causing a service code 102 (charge profile faults).